Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called about high insulin use and concern about going through a full prefilled fiasp cartridge in one day; review indicated a total daily dose of approximately 111 units not including additional correction boluses, and the user acknowledged occasionally missing meal announcements while using the ilet with dexcom g6 and inset 6 mm/23 in infusion sets. Symptoms included hyperglycemia associated with missed meal announcements. Outcomes included user education on correction boluses and the importance of consistent meal announcements, with the user expressing understanding and intent to improve adherence. Investigation included a review of device-reported dosing data and user interview. Investigation of this case revealed that missed meal announcements likely led to increased correction dosing and higher insulin utilization, without evidence of device malfunction or infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcements.